Manufacturer narrative:
The medical affairs director performed a clinical evaluation and commented as follows: the radiographic documentation supplied is not sufficient to draw a conclusion on this case. The reported acetabular malalignment is barely visible, and the reported thin acetabular walls can only be surmised. A significant bone loss in the metaphyseal medial femur is very evident, but the cause is unknown. I believe this is the root cause for revision of the stem, but I cannot determine its origin. The bone seems to be of rather poor quality, but there is no information as to the quality of bone at primary operation. On 01 march 2016 it was prepared a final report with the information already submitted in the initial report and here above. On 02 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 03 dec 2015 we were informed that the surgeon confirmed the misaligned, the cup was left in place due to poor wall cetabulum condition and only the liner, 28 to 32, was changed. Stem replaced as well. On 09 dec 2015 it was communicated that the explants will not be available. Batch review performed on 21 december 2015: lot 113757: (B)(4) items manufactured and released on 12 january 2012. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc light acetabular shell ø 50 code 01.26.50mbtl lot. 122504 (not marketed in the USA): (B)(4) items manufactured and released on 02 october 2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to loosening of the stem. The cup was wrongly positioned.